Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR#3004753838-2026-114399-after submission of the initial MDR product was received on 4/8/2026. It was determined this complaint is not reportable per (B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Customer advocacy. Complaint is not reportable per (B)(4).